Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Caller reported patient's blood glucose level was 8.0 mmol/l; took his meds of metformin and onglyza. Caller stated patient was not feeling well and went to the hospital; was treated with 18 units of unknown insulin. Caller reported the hospital meter did not equal the patient's meter reading; exact readings and time from result at home were not provided. Patient no longer has the alleged test strips. No product will be returned.